Manufacturer narrative:
The customer¿s complaint of a leak during an infusion could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak occurred during a patient infusion. There was no patient harm.